Manufacturer narrative:
This report is being submitted to report additional information. The cover screw was returned and the reported event (does not disengage) was unconfirmed following visual evaluation and functional testing. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing actionable trend or non-conformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Functional testing was performed with an in-house mating implant. The devices were able to engage, retain and disengage as normal. Therefore, the reported event (does not disengage) could not be recreated. The complaint is related to the functional performance of the devices. A definitive root cause could not be determined. However, the probable causes are not applicable to this investigation since the reported malfunction did not occur and the reported event has been unconfirmed following functional testing. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information to report 0002023141-2021-03111-1. The device was reported to be returned but the return date was previously incorrectly omitted. The return date is now being stated. The following sections are being reported: d9: device availability. H2: if follow-up, what type. H10: additional narratives/data. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter¿s title is not provided / unknown.

Event description:
It is reported that doctor indicated that cover screw not retrievable. The implant was removed.